Event description:
The customer reported about 15ml of erythrolyse leaked onto the floor from the coulter hmx hematology analyzer with autoloader while troubleshooting diff (differential) voting out and diff background failing with customer technical specialist (cts). The customer was wearing personal protective equipment consisting of gloves, eye protection, and laboratory coat when the leak was found. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan in place. Although discrepant results were not generated; the failure mode identified has the potential to cause discrepant differential results. On (B)(4) 2012, a field service engineer (fse) was dispatched and was unable to find residue of where the leak may have occurred and where the customer had indicated. The fse replaced the tubing at the erythrolyse pump. Failure mode of this event is the erythrolyse pump tubing leak.

Manufacturer narrative:
(B)(4).